Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not functioning and it was not priming. The caller stated that the paramedics were called due to her high blood glucose of 597mg/dl and she was taken to the hospital. The husband stated that the customer does not have a good memory. The spouse stated that her glucose level was having a lot of highs and the customer was changing the sites at least three times a day, but the glucose level did not drop. The customer happens to be brittle. No further information was provided.